Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leads have gone bad because their heart did not accept them, and so they are implanted outside of where they are supposed to be. A follow-up investigation with the clinic indicated that the patient had complained of feeling fatigue and shocking sensations from their device. Device checks showed some non-specific sensing issue with the right atrial (ra) lead, and reprogramming had been performed. The physician plans to monitor the lead issue for now. The ra lead remains in use. No further patient complications have been reported as a result of this event.